Event description:
It was reported that during an reversed total shoulder arthroplasty surgery the reamer fractures the anterior glenoid of the patient. It was further reported that the reamer was not started on the bone and was used as instructed but on a stryker machine. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update dw 28-mar-2025: further information was provided that the surgeon used the reamer as instructed but the reamer became blocked inside the stryker machine which then started to turn to the right and fractured the anterior glenoid ridge. No additional steps were performed, the base plate was implanted without placing an anterior screw to finish the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error.